Event description:
It was reported by the patient that the previously working remote monitor would not respond when the start button was pressed. The patient attempted to reset the monitor by unplugging and replugging in the power cord, and a different electrical outlet was tried, but the situation did not resolve. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.